Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm and it alarmed at least 8 times in approximately 2 hours. The current balloon catheter was inserted via femoral. All cables and connections were appropriate and secure, the helium tank was full and had not alarmed, and there was no presence of blood or any discoloration in the helium tubing. Since the console had already been replaced, there was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation finding, conclusion), h11. It was reported that during use, through the clinical emergency support line that the cardiosave intra-aortic balloon pump (iabp) had multiple gas loss in iab circuit alarms. The customer called requesting assistance with a gas loss alarm which had alarmed at least 8 times in approximately 2 hours. The customer also stated that this has been an on-going issue for a few weeks and that the current balloon catheter was inserted via femoral which was placed on july 18th. The customer then verified appropriate troubleshooting of the gas loss alarm by checking that all cables and connections were appropriate and secure, the helium tank was full and had not alarmed, and there was no presence of blood or any discoloration in the helium tubing. Esp personnel asked if there had been any changes in the patient¿s clinical status at which was denied. The customer afterwards reported that the patient was alert and oriented, shifting around in bed for comfort but this movement did not seem to correlate with the gas loss alarm. The customer then stated that since this has been an on-going issue, the patient has been compliant with instruction on limited movement in bed. The customer also reported that they had decreased the augmentation by 2 bars during the past few hours, which did not resolve the gas loss alarm. Esp personnel recommended they replace the cardiosave console with another cardiosave and gave them instructions on how to switch out the consoles, which was completed successfully, and appeared to resolve the alarm. The customer reported the second cardiosave was at max augmentation and that all waveforms and blood pressure indices were appropriate. Esp personnel collected product surveillance on the first pump and balloon catheter and explained to the customer that a biohazard kit will arrive to the department and requested them to send the balloon catheter back to getinge once it has been removed. The customer at a later time called the esp line again directly and stated that the gas loss alarm had resumed and alarmed 6 times within the last 2 hours. The customer once again verified appropriate troubleshooting. Since the console had already been replaced, esp personnel recommended replacing the helium extender tubing. The customer reported that they would need to obtain this tubing from the cath lab and that the cath lab team was not in-house and was unsure if the tubing would be available to them at this time. Esp personnel also recommended decreasing the augmentation therapy by 1 bar slowly to see if this would resolve the alarm. Esp personnel also recommended to consult the physician to discuss the continuous alarm despite the troubleshooting assistance that had been provided. Esp personnel asked the customer to call back directly if the alarm continued after replacing the helium extender tubing and decreasing the augmentation therapy. A few hours later, esp personnel followed up with the customer and it was reported that they did not change out the extender helium tubing. The customer also reported that they had decreased the augmentation throughout the shift (approximately over a time span of 4 hours). The customer reported that the augmentation was currently set to 50%, and the gas loss alarm had only alarmed one time. Esp personnel recommended not decreasing the augmentation any further and also explained in detail the previous troubleshooting assistance that had been provided. The customer stated they would share with the physicians during the morning rounds. There was no patient injury or adverse event reported at any point.

Event description:
N/a.